Event description:
The type of discomfort, I feel is around my jaw line up to my earlobe. To the point where, after I remove the aligners, I'm no longer able to open my mouth fully without pain. Nor, am I able to bite down all of the way without discomfort. Which, leads to the trouble, while eating. And then, it takes about 2-3 days for the pain to fully go away. This has been occurring since, january of this year.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.